Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. As the past pump had already been replaced and there were no issues with the current pump, the customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.